Event description:
It was reported to philips that the system's suite computer was unable to boot, preventing a full system boot. The device was not in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The clinical application of the system was not known at the time of the event. Philips field service engineer (fse) visited onsite and confirmed the reported issue. After troubleshooting, fse identified a startup issue with the suite pc software. To resolve the issue, the fse reloaded the suite pc software and restored the backup. After reloaded the suite pc software, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.